Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record could not be performed due to unknown lot information. Additionally, a review of the complaint history could not be performed due to unknown lot information. All available information was investigated, and a cause for the migration and slda could not be determined. The cause for the expulsion appears to be a cascading effect of slda. There is no indication of a product issue with respect to manufacture, design or labeling.na.

Manufacturer narrative:
Estimated dates the clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Attachment: article titled "mitral valve surgery following failed mitraclip implantation".na

Event description:
This is being filed to report the clip movement and detachments.it was reported through a research article identifying mitraclip that may be related to partial clip detachment, complete clip detachment, and clip movement. Specific patient information is documented as unknown. Details are listed in the attached article: mitral valve surgery following failed mitraclip implantation. No additional information was provided.